Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 2 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: electrical/electronic component problem identified / sensor; 2 devices: no findings available / part/component/sub-assembly term not applicable; 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable; 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 2 devices: scrapped by stryker, 2 devices: product not received, 1 device: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 2 devices were received. 3 devices were not available for evaluation. Evaluation findings (results/components): 1 device: electrical/electronic component problem identified / sensor; 3 devices: no findings available / part/component/sub-assembly term not applicable; 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 2 devices: scrapped by stryker; 3 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 5 events for the failure: incorrect measurement. 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 5 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 5 devices: product disposition is not yet determined. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 5 events for the failure: incorrect measurement. 4 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.